Event description:
On (B)(6) 2009, the patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses (tg3115/7244623, tg3720/06475308) to repair a thoracic aortic aneurysm. Prior to the endovascular procedure, total aortic arch replacement along with elephant trunk procedure and debranching surgery of the brachiocephalic, the left common carotid, and the left subclavian arteries were performed using percutaneous cardiopulmonary support device (pcps). The proximal portion of tg3720 was landed within the elephant trunk. It was reported the patient lost 4,000ml of blood in total and that it is unknown which specific procedure caused this blood loss. After the procedure on the same day, the patient experienced a cerebral infarction. On (B)(6) 2009, the physician started the patient on rehabilitation. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, follow-up CT showed a distal type I endoleak. It was reported that the diameter of the distal landing zone was 37-42mm, while tg3115 intended to be used for aorta with diameter of 26-29mm was implanted distally. On (B)(6) 2011, a talent stent graft was implanted at the distal end of the previously implanted device to resolve the endoleak. The patient tolerated the procedure. Subsequent follow-up examinations showed that the infarction remained and rehabilitation continued.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Included preexisting medical conditions.